Event description:
The user facility in UK reported that patient being actively cooled for neuroprotection. Patient placed on criticool cooling mattress, connected to machine and cooling commenced. Large amount of leaking from cooling mattress noted covering bed and patient. Cooling machine stopped, cooling mattress removed and patient changed. New cooling mattress put under patient and cooling restarted. No harm to patient. Hole noted at top of cooling mattress. Criticool lot number m223561 3548 picu techs and picu stores nursing lead aware and monitoring machine and cooling use for any further issues. Manufacturer already involved as previous issues with cooling mattress leaks. Manufacturer updated about recent incident. On investigation -arterial transducer clip was found to have been attached to the cooling mattress and the hole found was next to where the transducer had been attached to cooling mattress. This could have been the cause of the hole in the mattress.

Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The wrap involved in this incident was discarded after the procedure and therefore investigation is not possible. It was reported that the cooling machine stopped and new cooling mattress was put under patient after which cooling restarted. No harm to patient. The operator's manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." The manual also provides a troubleshooting guide for water leaks, as well as the following warning statement: "water may drip from the inlet tubes of the wraps. Be sure that no electrical device or outlet is located under the criticool's water inlet or wrap tubes. When disconnecting wraps from the criticool confirm that the clamps are tight, to prevent water leaking from the wrap. "All curewraps are 100% leak tested by the manufacturer prior to release for shipment. Evaluation: we were not able to investigate since the mattress was discarded by the user. However the user indicated that upon their investigation - an arterial transducer clip was found to have been attached to the cooling mattress and the hole found was next to where the transducer had been attached to cooling mat. This could have been the cause of the hole in the mattress. There was no patient harm. A retain sample of the same lot was checked and no issues were noted. A review of complaints was conducted and no other complaints have been received for this lot. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.